Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event .on/off button does not work.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the despatch of the sam 300p from heartsine technologies, belfast on the (B)(6) 2011. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2012 and that it had performed to specification up to the auto self-test on the (B)(6) 2016. Upon visual inspection corrosion was observed on the contact collars and the membrane appeared sunken with multiple scratch marks. Corrosion was also observed on both the shock key and on/off button which resulted in the device failing to power on. Throughout the history log the device records multiple occasions in which the temperature was recorded below the minimum recommended stand-by temperature of 0°c with a low of -8.8°c recorded. This combined with corrosion observed on the contact collars and the discolouration of the membrane alongside multiple scratch marks observed would indicate adverse storage conditions.